Manufacturer narrative:
Only one implant was returned to 3m espe for evaluation; the returned device did not match the identity of the product reported to have been used by the dentist. The dentist reported that a msh-10 was used (presumably for site 12), but the product returned was a mob-10 implant. The returned implant meets its product specifications. No further information was available on the other failed implant in this case, as it was not returned to 3m espe for evaluation. Therefore, we are not able to confirm the reported defect noted by the dentist based on the returned implant and the uncertainly around in which site it had been used.

Event description:
Dentist initially reported to 3m espe that an implant placed six months prior in the maxilla at tooth position 12 was removed due to failed osseointegration and being too mobile. Upon follow-up with the dentist on (B)(6) 2011, it was learned that in the same patient, another implant at location 7 had also been removed. The dentist reports bone loss around this implant following an infection which occurred approximately 3 months after placement. Treatment of this site included bone grafting. The dentist states that he believes the cause of this implant failure is a product defect. In addition, during this follow-up the dentist reported an infection was present upon removal of the implant which was in position 12, which occurred 6 months after placement. The patient's condition is currently reported as fine.